Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced and the software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system's monitors failed to display an image. No report of pt injury.